Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information in reference to a remstar auto a-flex unit. The manufacturer received information alleging particles in air path. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.